Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins is nonfunctional. The device has not worked in a year and half and patient has not charged the implantable neurostimulator (ins). No patient symptoms or complications were reported in this event.